Event description:
The customer reported that the system freezes during boot up and cannot be used. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard disk drive needs to be replaced. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.